Manufacturer narrative:
Additional info: complaint is confirmed. Upon visual evaluation, it was noted that the returned suture was stuck between the wheels. Function test reveals that the wheels work as required. The most likely cause is excessive force/friction during use or insertion.

Event description:
It was reported that during a knee surgery the surgeon was not able to unwound the thread. The device is blocked on 1cm of thread. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was further reported that due to the change of the device the process needed to be changed. No further information were provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.